Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for implant procedure. During device preparation, the right ventricular lead helix could not be retracted. The lead was not used and another lead was implanted. The procedure completed without adverse consequences to the patient.